Event description:
The customer reported error code 1006 (unable to process test, background read failure) and error code 1007 (unable to process test, activated read failure) were generated while processing patient samples. Architect reaction vessel lot number 65740p100 was in use when observing this issue. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation: no method, results or conclusions can be made at this timethis is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
This system was removed due to a wound dehiscence and was discarded by the hospital.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.